Event description:
It was reported that this patient's implantable device was beeping due to high, out of rage impedance measurement from this right ventricular (rv) lead. Boston scientific technical services was contacted and recommended thorough integrity testing and provocative maneuvers to exclude lead impairment. The patient was stable with no adverse consequences and this rv lead remains implanted and in-service.